Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that it was observed that forceps elevator had foreign material. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; suction cylinder (s-cylinder) is shaved due to which suction volume does not meet the standard value; insertion tube non-bending section (ig protector) has a cut; to wear of angle wire, bending angle in up/down/left/right (u/d/r/l) direction and play of u/d/r/l knob does not meet the standard value; due to cut on forceps elevator coil (k-wire), forceps raising angle does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; plastic cover has a dent; adhesive around light guide lens has wear; and connecting tube, grip, and universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the device not working properly in an unknown procedure. There is no reported harm to the patient. After the procedure, the device did not go through a full reprocessing. The device was only pre-cleaned. Inspection of the device determined the forceps elevator wire was cut hampering the up/down movement of the device. Upon evaluation of the returned device, it was observed that forceps elevator had foreign material. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator during device evaluation.

Event description:
Addendum feb 8, 2023: the procedure was therapeutic endoscopic retrograde cholangiopancreatography (ercp) which was completed with a delay of approximately five to ten minutes with another similar olympus device. The patient did not need to be given additional anesthesia. There was no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Patient details are not available. Although customer follows correct reprocessing procedure as per olympus training and instructions for use (IFU), however in this case, the device could not be reprocessed (including brushing) due to elevator issue. As such, there is no information for the reprocessing of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.